Manufacturer narrative:
The reported event was inconclusive. A potential failure mode could be ¿drain breaks.¿ a potential root cause for this failure could be "drain was rapidly removed from patient." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "use with single flat drain - place perforated wound drain within critical fluid collection area of wound. Draw drain tube through skin/stab wound incision until flat portion of drain is seated appropriately. Trim drain tube to desired length and attach to blue adapter. Connect other end of blue adapter to y-connector. Insert connecting tube in reliavac® port a, up to indicator ring. Use with two flat drains - place perforated portion of wound drains within critical fluid collection areas of wound. Draw drain tubes through skin/stab wound incision until flat portion of the drains are seated appropriately. Trim drain tubes to desired length. Cut off plug from closed arm of y-connector and attach blue adapters. Attach drains to blue adapters. Insert connecting tube in reliavac® port a, up to indicator ring. Caution: punctures or additional perforations should not be made in the silicone wound drain. Attaching to auxiliary suction - insert suction adapter into port b. During auxiliary suction, balloon will inflate and exudate will flow over balloon surface from port a to port b. To discontinue auxiliary suction, remove suction adapter and close port b. Caution: do not use with wall suction in excess of 210mm hg. To establish suction - open port b. Pump bulb until balloon fills container. Close port b. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in port a. To empty container - open port b. Invert unit. Pump bulb to empty quickly. To re-establish suction - repeat step "d" above. To read fluid volume - open port b. Allow balloon to deflate. Read and record volume. To reactivate, repeat step "d" above."

Event description:
It was reported that the flat silicone drain snapped while being removed from the patient. No patient injury or medical intervention reported.